Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged 0312-200 3.2mm pin guide lot number: 211587 was received for evaluation. Visual evaluation noted wear and tear with scratches observed throughout the surface of the device. The most likely cause for this failure can be attributed to wear and tear incurred from repeated use. Functional testing was performed by assembling the 0312-200 3.2mm pin guide with a 0617-300 lag screw sheath lot number: p12888. It was noted that the 0312-200 3.2mm pin guide was able to lock and detach as intended, no problem was noted with the release spring.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/16/2024, it was reported by a sales representative via sems-(B)(4) that a 1268-100 targeting arm was misaligned and repeatedly missed the lag screw. And a 0312-200 pin guide was getting stuck in the sleeve spring. This occurred during use in a case with no patient effect.